Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. After further review of the unit¿s interior, there are signs of previous moisture presence and corrosion around some components towards the bottom of electrical board, and on some pins of the lcd connector located on electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind. The customer stated that the insulin pump was going crazy. The customer was just sitting and reading and the insulin pump alarmed change the battery. The customer change the battery and the insulin pump took them to the rewind. The customer kept trying to rewind or prime but they received insulin pump error alarm over and over. The customer stated that they dropped the insulin pump in the bath tub but they caught it before it hit the bottom. The customer stated that the insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.